Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, (B)(6) was in surgery today with a profemur taper stem broken neck. Had to do an osteotomy.